Event description:
It was reported to boston scientific corporation on september 05, 2019 that a wallflex biliary rx fully covered stent was implanted to treat a bile duct stenosis from 6cm papilla to the mid common bile duct during a biliary stenting procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was able to be release but immediately following release the stent length appeared to be 12 cm passing through the bifurcation of the intrahepatic duct and completely blocking one side of the bile duct. Reportedly, stent expansion and foreshortening was expected, the procedure was completed with this device. Three days post stent placement, imaging was performed and confirmed that the stent did not fully expand, still appeared about 11 cm in lenght and was blocking the intrahepatic duct. Per the physician, the stent did not expand and shorten sufficiently due to hard stenosis. The stent was removed with forceps and a non boston scientific stent was placed to complete the procedure. After removal from the patient the stent length was confirmed to be 8cm as labeled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block e1: initial reporter's address (city, state/province): (B)(6). Block h6: problem code 3270 captures the reportable event of stent failed to expand. Problem code 3009 captures the reportable event of stent positioning issue. Patient code 3191 captures the additional intervention to remove the stent. Block h10: a wallflex biliary fully covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was received deployed and expanded. The stent was measured to be within specification. No other issues with the stent were noted. The reported event of stent failure to expand could not be confirmed; the stent was received deployed and expanded. The investigtaion concluded that the reported events were likely due to anatomical and/or procedural factors such as characteristics of the lesion, handling of the device, the technique used by the user and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assesmbly, and performance specifications at the time of release for distribution.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 05, 2019 that a wallflex biliary rx fully covered stent was implanted to treat a bile duct stenosis from 6 cm papilla to the mid common bile duct during a biliary stenting procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was able to be release but immediately following release the stent length appeared to be 12 cm passing through the bifurcation of the intrahepatic duct and completely blocking one side of the bile duct. Reportedly, stent expansion and foreshortening was expected, the procedure was completed with this device. Three days post stent placement, imaging was performed and confirmed that the stent did not fully expand, still appeared about 11 cm in length and was blocking the intrahepatic duct. Per the physician, the stent did not expand and shorten sufficiently due to hard stenosis. The stent was removed with forceps and a non boston scientific stent was placed to complete the procedure. After removal from the patient the stent length was confirmed to be 8 cm as labeled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.